Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing, even though no such event is mentioned in the recipient report. Furthermore, prior to complete loss of functionality a short circuit between two implant channels was present for undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that the recipient had poor hearing performance with the device. It is not known when the performance started to change. There was no accident or trauma reported. The implant site appeared to be healthy with no swelling or redness present. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Poor hearing performance with the device was reported. It is not known when performance started to change. There was no accident or trauma reported. The recipient was re-implanted.